Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was leaking throughout the procedure. They continued to use it to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Leak test failure, duckbill. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.